Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a maverick 2 balloon catheter with no other devices. The balloon was tightly folded. The hypotube was completely separated 42.5cm from the hub. The hypotube fracture surface were ovaled, which suggests the device was kinked prior to separation. There were numerous hypotube kinks. No damage or irregularities were noted to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 17-dec-2014. It was reported that shaft kinked occurred. While unpacking a 2.00mm x 20mm maverick²¿ balloon catheter, the physician noted that the shaft was kinked. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.